Event description:
It was reported that a cartridge alarm occurred (alarm 19). The customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was xx mg/dl. Or it was reported that a cartridge alarm occurred (alarm 19). The customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was xx mg/dl. (If multiple alarm 19s occurred over a period of time or all in the same day, state: it was reported that intermittent cartridge alarms occurred).

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm intermittently occurred during basal delivery with multiple cartridges. Customer's blood glucose level was 250-380 mg/dl. Reportedly, the customer reverted to an alternate method of insulin therapy.